Manufacturer narrative:
Upon receipt of additional information pertaining to this event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Manufacturer narrative:
D10: 300-30-08 - eq preserve stem 8mm: a887061. 320-01-42 - eq rev 42mm glenosphere: b107069. 320-10-00 - eq revtray adapter plate tray +0: b093345. 320-15-04 - rs glenoid plate post aug, 8 deg, right: b052519. 320-15-05 - eq rev locking screw: b229955. 320-20-00 - eq revtorque defining screw kit: b098607. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported an 85 yo male patient, who had a right tsa underwent a revision procedure. The patient had a traumatic dislocation. The glenosphere, liner, and adaptor tray were replaced. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were unable to be obtained. The explanted products were discarded by the customer. No photos were obtained. No further information.